Event description:
Using a 10ml syringe, manually flushed one port (tpn infusing) and saw the lipids being 'washed out' of the adjacent port. When trying to aspirate blood from the 'lipid infusing' port, nurse pulled back tpn. Nurse clamped the tpn port and then attempted to aspirate blood from the 'lipid infusing' port again but was unable to aspirate any fluid. PICC was in the patient's lower right extremity. We are submitting this report for awareness of this problem with this device. This facility was trialing this product and had several similar events with this product. The hospital has made the decision to discontinue the trial of this product and the manufacturer is aware of our concerns.